Event description:
A medtronic ave bridge x3 stent was inserted into a severely calcified and stenotic right renal artery. The target lesion was not pre-dilated and the stent was unable to cross the lesion. It was recommended to the physician to pre-dilate before attempting to cross the lesion but the physician was in a hurry and opted to try to deploy without pre-dilatation. It was stated that when the physician forced the stent into the stenotic lesion, the back end of the stent slightly expanded and loosened for the balloon. Upon removal of the stent and stent delivery system from the 8french multipurpose guide catheter, the guide wire was removed from the stent delivery system and the stent dislodged from the delivery balloon into the left saphenous artery. The physician felt that the stent might have caught on the 8french sheath upon removal. The physician decided to deploy the stent in the left saphenous artery. A 6.0mm diameter x 28mm length medtronic ave biliary stent was inserted and expanded into the bridge x3 to appose it to wall of the artery. The physician decided to not intervene on the renal artery. It was reported that the pt is doing well, and there were no add'l sequelae reported to the event. Refer to block h3, evaluation summary: rgi reveals that the pillows and footprints are present on the stent delivery balloon, which confirms that the balloon was not inflated. Due to the physican not pre-dilating a severely calcified and stenotic lesion caused the stent to loosen and therefore dislodged from the delivery system. There are no corrective actions open regarding this complaint.